Manufacturer narrative:
Resolution and disposition/conclusion: the unit was returned directly for failure investigation (fi). Fi was not able to replicate any of the reported failure modes and the unit passed alarm testing; no root cause could be determined. The determination can¿t be made that the device failed to meet specifications.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported the ventilator did not alarm/alert as it should have at the time of the vent inop, 1012. The customer reported there was no patient involvement.